Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED reporting replace battery pack now was related to the customers failure to maintain the battery pack.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.